Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported a missing lead clip in a newly opened box. The hcp decided to take a new box for implantation. Troubleshooting was noted as the hcp did look in the box for a lead clip, but could not find one. The issue was noted as resolved at the time of the report. The defect box was removed from the implanting table in the operating field and unfortunately the product was scrapped in the waist bin. There was no patient involvement in the event.